Event description:
A customer reported their unicel dxc 600 pro instrument was generating low quality control (qc) results for the total bilirubin, glucose and creatinine assays. The customer stated they ran a precision study using control material for the 3 analytes obtaining some results that were not as expected. Upon troubleshooting with hotline support, the customer found reagent probe a leaking fluid. The leak was contained to the instrument so there was no biohazard exposure. The customer evaluated and repeated tests performed prior to the event, on a different instrument. Corrected reports were generated for the erroneous patient results. There have been no reports of any impact to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the 2-way valve to resolve the issue. The manufacturer reference number for this event is (B)(4).

Manufacturer narrative:
Correction: the original information indicated the 2 way valve was replaced to resolve the leak. The returned part, which was the part replaced, was the collar wash valve, part #472689. Additional information: the collar wash valve was inspected and it was determined it was the cause of the leak. (B)(4).